Event description:
It was reported that during the implant procedure, set screw of atrial port was unable to be tighten. Physician decided to disconnect and reconnect the lead to the header, however, the set screw was unable to be loosened when try to remove the lead from the header. The right atrial (ra) lead and right ventricular (rv) lead were failed to be removed from the pacemaker header. The leads were cut and the procedure continued with the new pacemaker and leads on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported event of unable to loosen both the atrial and ventricular setscrews was confirmed. The device was returned with both a- and v-leads stuck in the connectors due to the setscrews not able to be untightened. Analysis revealed epoxy was found in the a- and also the v-connector block threads, which resulted in the reported stuck setscrew events preventing lead removals. The observed epoxy was caused by a manufacturing anomaly as described in the analysis. Actions have been taken to prevent reoccurrence. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.